Manufacturer narrative:
The impella device was not received from the customer, therefore no root cause can be positively identified. From information in the clinical report, the patient's was most likely due to patient condition.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the physician attempted to advance impella over aortic arch due to calcium and snaring on old axillary stent. The impella implant was aborted and staff proceeded to fix lm disease without support. 14f sheath removed and site closed with perclose x2 at conclusion of case. No known patient harm or injury.